Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that she is having difficulty charging the implant and keeping the implant charge for the last 6-8 months and it has gradually gotten worse. Patient reports she falls every day, has lost 75 pounds in the last 8 months and the ins doesn't feel stabilized in the pocket. The ins is floating around and moving inside of her and she has to hold it in place, ins is not tight in place like it used to be. Patient has to charge every and ins is passing 1/4 charge and she is getting all the coupling bars. Patient states the pain management hcp does not want anything to do with the implant and recommend patient consult with a surgeon. Patient states she is bed fast or chair fast. Troubleshooting was performed during the call. Patient confirmed she felt stim and charged implant last week. Implant turned off on (B)(6) 2019. Patient was redirected to hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was unable to eat and therefore had a weightless of 75 lbs. Patient he tried different positions. Patient reported the issue has not resolved however they were not using it.